Manufacturer narrative:
H.6. Investigation conclusions - added d1001.

Manufacturer narrative:
Patient medications: nicoderm, acetaminophen, aspirin, carvedilol, docusate, naloxone, oxycodone, polyethylene glycol, sennosides, amlodipine, and lisinopril. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate reported the following: on (B)(6) 2022, the patient was implanted with gore® tag® thoracic branch endoprosthesis (tbe) to treat a zone 2 type b thoracic dissection with malperfusion. It was reported that on (B)(6) 2023, the patient presented with a retrograde type a dissection. On (B)(6) 2023, the physician reintervened and performed a complete aortic arch replacement by CT surgery. The patient tolerated the procedure. The retrograde type a dissection does originate immediately adjacent to the gore device surgeons are blaming this sequelae on the patients meth use. Patients admitted meth use and tested positive the day of surgery.

Manufacturer narrative:
Addition according to the instruction for use for the gore® tag® thoracic branch endoprosthesis adverse events that may occur and/or require intervention include but are not limited to dissection.